Event description:
I had lasik eye surgery in order to correct a botched cataract removal with lens implant. I have several ongoing problems since the surgery including blurred vision, feeling as if a film is over my eye, pain, dry eye, and halos, glare, starburst, and extreme photosensitivity. In 2006 through 2008 - I have had several follow-up check- ups with numerous doctors trying to "fix" all the problems I am having.